Event description:
Customer's son reported blood glucose results of 116 mg/dl on a professional system and 396 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on the advantage result. Customer was admitted overnight to a hospital. A request was made for the return of the system, replacement was sent.